Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 474 mg/dl. The customer states she was having a baby, but provided no details. Troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.